Event description:
On (B)(6) 2009, the patient implanted with two gore excluder aaa endoprostheses. On (B)(6) 2009 the devices were explanted due to an infected aortic endograft. The patient tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the infection could not be determined with the provided info. Add'l device implanted and involved in this event: pxc141000/06576600.